Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that database corrupted need to full synchronized the station. A field service engineer (fse) logged in as admin, and the technical support specialist (tss) was unable to remote in. The fse reinstalled remote smart service (rss), but the tss was still unable to connect. Later, the fse replaced the solid-state drive, configured the system, and performed a data synchronization issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, database was corrupted and need full synchronization to the station. Customer did restart the whole pyxis, however issue persist as the user unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.